Manufacturer narrative:
Internal complaint number: (B)(4). A visual inspection did not find any anomalies. An investigation showed that the pump primed successfully and flowed within specification, at 93% efficiency, confirming proper efficacy by the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of under dose associated with the loss of itb efficacy. The pump was subsequently explanted.